Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, md found that during guide wire bent. So md opened up the new kit to finish the procedure." There was no reported patient harm or consequence. Patient was reported as fine.

Event description:
It was reported that "during the procedure according to IFU, md found that during guide wire bent. So md opened up the new kit to finish the procedure." There was no reported patient harm or consequence. Patient was reported as fine.

Manufacturer narrative:
Qn# (B)(4).the report that the guide wire kinked during use was confirmed through examination of the returned sample. The customer returned a single guide wire for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have two kinks towards the in the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 22mm and 33mm via calibrated ruler from the distal tip. The overall length of the guide wire measured 602mm via calibrated ruler which is within the specification of 596-604mm per product drawing. The outer diameter (od) of the guide wire measured 0.80mm via calibrated caliper which was within the specification of 0.788-0.826mm per guide wire product drawing. Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was able to pass through a lab inventory arrow raulerson syringe (ars) and a lab inventory introducer needle with no resistance. A manual tug test confirmed the distal and proximal welds were intact. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed on the guide wire with no relevant findings. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, md found that during guide wire bent. So md opened up the new kit to finish the procedure." There was no reported patient harm or consequence. Patient was reported as fine.

Manufacturer narrative:
(B)(4)